Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and avaulta mesh were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with hysterectomy/ bilateral salpingo-oophorectomy and cystoscopy due to uterine prolapse, cystocele and rectocele. The patient experienced pain, urinary problems, recurrence of prolapse, abdominal pain, urinary incontinence and urinary leakage, anxiety and fear of being in public place because of her injuries - specifically her urinary incontinence. (B)(4).